Manufacturer narrative:
Device evaluation confirmed that there are no complaints about the functionality of the devices were reported. Damages to the leads are a result of a typical explant procedure and it is not considered a failure. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial #:(B)(4), description:linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s incisions were starting to open up again and the wound was not healing properly. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s incisions were starting to open up again and the wound was not healing properly. The patient underwent an explant procedure.